Event description:
It was reported by a nurse that a vns pt's lead wire was bunched up near the generator area. The nurse indicated the lead was noticable and tried to contact the neurosurgeon who recently performed a battery change on the pt ((B)(6) 2010), but was unable to contact the surgeon as the physician is no longer in practice. X-rays were taken of the pt and were received by the MFR. Review of the x-rays indicated the generator placement appeared to be normal, and the filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The placement of the electrodes appeared to be in normal positioning in accordance to cyberonics labeling. No obvious lead discontinuities or acute angles were observed in the observed portions of the lead body that could be assessed. Although there was some lead behind the generator, most of the lead was located above the generator in the chest area. Good faith attempts to obtain additional info from the treating nurse have been unsuccessful to date.